Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, it was reported that the patient experienced a sensor failure the reporter stated that the patient went to into a coma last year due to sensor that stopped working during the night. The reporter said the sensor stop working when the patient was asleep, and that they were not aware of this due to this. That same night the patient would have gone into a coma (understood as loss of consciousness). The reporter then called an ambulance, and the paramedics treated the patient with 2 bags of intravenous glucose and a glucagon injection. After an hour patient regained consciousness, and the paramedics stayed with the patient for an hour until the patient recovered. The reporter said that the patient did not need further treatment and was not brought to the hospital. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.